Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that while installing software, the system detected an unauthorized attempt to install and did not complete. An attempt was made to install from the file directory instead of installing program, and had the same result. It was possible to install software. The solid state drive (ssd) card was exchanged. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had a performance error following a testing spin with the imaging system which put the system in a state where it could no longer boot. When the system was turned on, it would only display the medtronic logo and would not boot. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis reviewed the logs but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: serial/lot number of 9735999r is (B)(4). The solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The ssd booted to the log-in screen and could log in without issues. If information is provided in the future, a supplemental report will be issued.